Event description:
The reporter stated that, while performing a periodic test, the device reset to the analyze mode continuously while monitoring a shockable rhythm from a patient simulator. No adverse effects were reported as a result of the alleged malfunction.